Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the buttons of the infusion device are not working. The pt discovered this while trying to clear an e4 (occlusion) error. The pt attempted to resolve the issue by changing the battery but this was unsuccessful. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.